Event description:
It was reported by the mfg site that sets were pulled form the warehouse for unrelated quality engineering testing. It was observed that the ball was missing from the flow stop set. This resutled in uncontrolled flow. The set was not being used in a clinical enviorment therefore was not used on a pt.